Event description:
It was reported that the patient presented for remote follow up via merlin.net with an alert for low pacing impedance exhibited by the atrial lead. Isometric testing did not reveal any indication of lead noise or lead integrity issues. No programming changes were made. The patient was in stable condition.